Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2010 and that it had passed all self-tests up to the (B)(6) 2015. During this time the pad-pak had been removed for 2 periods of up to 10 months. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins. This had no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.